Event description:
The reporter contacted animas on behalf of the patient (her husband) alleging a low blood glucose level of less than 20 mg/dl. The reporter reportedly contacted 911 and ems (emergency medical services) subsequently took the patient to a medical center. Upon admission to the medical center, an x-ray was performed and the patient was diagnosed with pneumonia. The patient was taken off the pump and put on mdi (multiple daily injections). The patient was hospitalized for 12 days. The reporter was unsure if the pump and/or pneumonia contributed to the low blood glucose level. During the contact with the animas cde, the reporter was unable to troubleshoot the pump. The patient was also unwilling to troubleshoot.

Manufacturer narrative:
The patient was instructed to have his health care provider contact animas for troubleshooting of the pump during a follow-up appointment. At this time, the pump has not been returned to animas for evaluation.